Event description:
During the procedure, the nurse perceived that the catheter was broken and had to be removed from the patient. The hospital has three lot numbers in stock and did not know which lot the defective sample came from.

Manufacturer narrative:
Add'l info has been requested. If the sample is received, a supplemental report will be submitted. (B) (4)